Manufacturer narrative:
The reported event of a stylet insertion issue was not confirmed. As received, a complete lead was returned for analysis. Visual and x-ray inspection of the lead did not find any anomalies. A stylet insertion test was performed, and the stylet was able to be fully inserted and removed successfully with no difficulties. X-ray confirmed the stylet was able to be fully inserted and removed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During attempted implant of the left ventricular (lv) lead, the stylet and guidewire could not be advanced. A different lv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.